Manufacturer narrative:
Additional information: the report of driveline fault alarms was confirmed based on the evaluation of the submitted log file and the evaluation of the returned device. The device was returned with the percutaneous lead (lead) severed approximately less than 1 inch from the pump housing and the severed portion of the lead was returned. Rescue tape, damage to the silicone sleeve, damage to the bionate, and damage to the metal shielding were identified. Furthermore, a fracture at approximately 19.5 inches from the metal connector on the brown wire that appeared to have been caused by a sharp tool was identified. This damage was consistent with the reported percutaneous lead evaluation. Visual inspection of the internal lead identified a fracture on the brown wire and a breach on the red and orange wire insulation at approximately 9 inches from the pump housing. The damage on the brown wire conductor appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. The damage on all the wires'' insulation appeared to be a combination of longitudinal tensile stress, which is consistent with the reported percutaneous lead evaluation, and abrasion damage due to repetitive flexing on the wire at this location. The reported driveline fault alarm would have occurred as a result of the fractured brown wire conductor. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the technical representative on 07/22/2016 regarding the percutaneous lead (lead) evaluation findings on (B)(6) 2016 stating that the external portion of the lead was dissected in order to locate a known wire fracture. The fractured wire was located and determined to be internal. The lead was reassembled with a section of the fractured wire removed. Since it could not be rethreaded back into the lead, the lead was secured with rescue tape. The remainder of the lead is intact and supported the patient until the pump was exchanged.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 1.5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm was received after converting the patient from an epc system controller to a pc system controller. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review. Technical services confirmed the driveline fault event which was suspect of a percutaneous lead issue with phase 2. On (B)(6) 2016, during a percutaneous lead evaluation an internal broken brown conductor was discovered. The patient underwent a pump exchange on (B)(6) 2016.